Manufacturer narrative:
His MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the left plunger case had visible contamination. Check syringe plunger sensor found in pump event history log. During functional testing using the power up process and occlusion test the reported problem was able to be duplicated. The flippers would get stuck in the opening and closing process due to contamination. The root cause was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. Replaced interconnect board, battery, and performed power up process and all functional tests which passed. Replaced left plunger case and performed all functional test which passed.

Event description:
It was reported that the pump was exhibiting plunger issues. No patient injury was reported.